Event description:
Patient says the pen needle stings when injecting. Also, the pen needle is leaking during injection and when the pen needle is being unscrewed.

Event description:
Patient says the pen needle stings when injecting. Also, the pen needle is leaking during injection and when the pen needle is being unscrewed.